Event description:
Info was received that reported a pt was hospitalized due to incidence of hyperglycemia. The reporter stated, that the pt had been experiencing multiple episodes of hyperglycemia and was hospitalized for the latest incident in 2008. Reportedly, upon admission her blood glucose was >500 mg/dl. She was treated with IV fluids and insulin. The system will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect system was returned and evaluated. Delivery and accuracy tests were performed, the system was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the system was within specification.